Event description:
Healthcare professional reported "saline rupture" and "size change" of a non-(B)(6) device. This record is for the left side. Device was explanted. Patient code: 1924. Device code: 1546; 1583. Referencing report mw5187321. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).